Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to the emergency department and was admitted for drainage from driveline exit site. It was reported the driveline got pulled getting into and out of their car. The patient was started on intravenous (IV) antibiotics and was then transitioned to oral antibiotics. Cultures were positive for corynebacterium striatum. A computed tomography (CT) scan of the patient's abdomen and pelvis showed no fluid collection and no concern for infection.